Event description:
It was reported that a patient on a rotorest delta developed a "triangular shaped" area of skin breakdown on his back. The health care providers attributed the breakdown to the bed because they could feel a triangular firm area in the bed.

Manufacturer narrative:
Additional information indicates that the patient was on rotorest and the triangular-shaped area was related to a percussor pack that was installed on the bed, but not being used. The nurse that was taking care of the patient indicates that he was bathed on saturday and there was no breakdown. The nurse further indicates that on sunday he was bathed and she noticed a triangular shaped area on his back that was deep purple in the center and red on the periphery. The nurse also reported that the physician debrided the area at the bedside. The wound healed in 4-6 days. The bed was inspected by the service team and it was found that the percussor pack was installed properly and there was no malfunction noted.